Manufacturer narrative:
Product ID 3550s-01, product type: accessory. Product ID 3389s-40, lot# va02pxp, product type: lead. (B)(4).

Event description:
Additional information was received which reported that the patient was successfully programmed by the healthcare provider (hcp).

Event description:
It was initially reported that lead migration had occurred post-op. More than two weeks later it was stated that post-op CT scan showed the lead moved about 15mm superior on (B)(6) 2013. No malfunctions were seen and no cause of the issue was determined. The lead was repositioned to the intended target one day after the CT scan. Initial programming was scheduled for (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).